Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the door will not close. The dingus with lower dingus was not fully engaging. The door alignment-pass, switch alignment-pass, door pins all intact iaw manufacturer spec. No other issues noted. The representative proceeded to move the rail, the lower dingus fell into place. The door was manually closed, invalidated home, calibrated motion. Completed system checkout, no other issues noted with the system at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when going to perform calibration the gantry door would not close.  At the time of the event, the issue was not able to be resolved through troubleshooting. There was no patient present.